Event description:
Information received indicated that when the brakes were activated the casters would swivel.

Manufacturer narrative:
The hill-rom technician replaced the right head caster which resolved the issue.